Manufacturer narrative:
Results: ineffective stimulation caused by lead migration cannot be confirmed through product testing alone. As received, both leads were cut and the cuts were consistent with explant damage. The lead segments were microscopically examined and no broken wires or kinks were observed. Compression marks from the swift lock anchor were observed on the body of two lead segments 13 cm from the stimulation end. Discoloration consistent with bodily fluid was observed in one of the terminal segments. The leads returned were cut so functional testing could not be done. Electrical testing of the lead segments did not reveal any electrical opens. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2011-10415, -10417. The pt received the scs system on (B)(6) 2011, which included two leads (from different lots) and two lead anchors (from the same lot). It was reported the leads had migrated resulting in ineffective stimulation. The leads were removed and replaced on (B)(6) 2011.